Event description:
On 21-apr-2009, stryker biotech received a report that a male pt who received op-1 putty in late 2007, as part of a procedure to treat post traumatic charcot arthropathy-induced paralysis, developed a postoperative infection. The physician reported that the pt was hospitalized, due to the infection and that a 'surgical exploration' was subsequently performed. The pt was reported to have recovered from these events. The physician reported that the pt, who was paraplegic, had previously undergone an unspecified spinal surgery. The physician was reported to have recovered from these events. The physician reported that the pt, who was paraplegic, had previously undergone an unspecified spinal surgery. The physician also reported that the pt displayed recurrent utis, and had been diagnosed with osteoporosis and pseudarthrosis. The physician stated that he did not feel that the events were related to the use of the op-1 putty. Additional information will be requested.